Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ic2 indicating when installing software upgrade, the device did not load the way the attached guide said it would. There was no patient involvement reported, therefore no health consequences or impact occurred.